Event description:
The customer reported that she had high blood glucose over 500mg/dl the past week. The customer stated that she was having hard time to draw insulin into the reservoir and also has troubles with air bubbles. The customer stated that she was not admitted for diabetes ketoacidosis but for an unrelated issue, and her blood glucose was 195mg/d/ at time of her admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.